Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the anchor is broken. However a clear root cause could not be identified. One hypothesis is that the surgeon may have maintained tension on the free limb of the fiber tape (either in his hand or cleated on the ring) causing the anchor to twist instead of advancing into the bone hole. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint of any type for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that two of the customer's healix advance knotless br 4.75mm anchors broke upon insertion. According to the reporter. The tip of the first anchor broke when the surgeon pulled two tails of fibertape through to tie them and the second anchor twisted when being inserting and the fixation did not work. The surgeon completed the procedure with a 5.5 swivelock in a new bonehole with no patient consequences. It was reported that there was a 20 minute delay in the procedure. The sales rep reported that the bone quality was average to good and the surgeon had prepped the bonehole with the purple awl to the laser lines. It was reported that both of complained anchors were fully removed with no pieces left in the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.